Event description:
It was reported that there were 3 patients on the med surg floor received several small electrical shocks at the sensor site. The sensors had exposed wiring. The sensors were removed immediately. (B)(6) (manager, cardiopulmonary) indicated that the nurses who were there are not available for any discussion at this time. The customer refused to provide the sensors and stated she needs to keep them per hospital policy. (B)(6) indicated that no medical intervention was required. She stated "we just changed the probe out to another one." She indicated that the patient's condition were stable when the issue occurred as well as their current condition.

Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event is not available for return as they will be keeping it per the hospital's policy. If new information is obtained, a follow-up report will be submitted.